Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a dependent patient presented in clinic for a cardioversion and post-cardioversion attempt on (B)(6) 2019. Upon interrogation, it was discovered device was in backup vvi. A device download was performed successfully. Patient was asymptomatic.